Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for generator change out. Upon interrogation, the atrial lead exhibited undersensing and low impedance. The lead was programmed and remained implanted.